Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's ins site appeared red, and that it was burning/extremely sensitive. The rep instructed the patient to go to the hospital for evaluation. Lab tests were being done to determine the cause of the issue. No further complications were reported. Additional information received from a manufacturer's representative on (B)(6) 2018. It was reported that the patient was admitted and treated for infection. The scs system was explanted on (B)(6) 2018. No further complications reported.